Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot no: mi25520] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip; the second half of the tip was not provided with part. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a procedure on tuesday (B)(6) 2015, the scrub tech noticed that the poly driver (2797-12-400 lot#mi25520) had a chip in the tip. She was unaware when the event occurred. She had not used this particular driver in the case and the driver was never in the patient. There was no harm done to the patient. After asking a few of the hospital staff, we are collectively unsure how this happened. I did not file this complaint within 24 hours of the event because I waited to ask some hospital staff about the instrument and also to have the broken instrument in my possession.